Event description:
It was reported by the sales rep that post robotic mvr, utilizing the endoreturn cannula and the intraclude aortic device, icf100; the patient presented with compartment syndrome to the lower extremity and required a fasciotomy. The device was not retained by the customer for evaluation.

Manufacturer narrative:
The device was discarded by the hospital. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.